Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/19/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/06/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated multiple cs 052 and cs 054 call service alarms, as well as corresponding pump reboots to clear the alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads, and the compartment threads were damaged. A battery cap was not returned with the pump. A test cap was used to complete investigation. The test battery cap did not secure properly to the pump; however, a power loss was not observed. The pump was exercised for 24 hours with no power interruptions or call service alarms observed. The pump case was removed and evidence of moisture ingress was found. Unrelated to the complaint, the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was intermittently losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.